Event description:
A (B)(6) old female pt called zoll customer support to report that the cord that plugged into the back of her battery charger/modem would not longer plug in. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation the connector on the charger/modem power brick was physically damaged and would not longer plug in. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event occurred due to the defective power brick connector. The pt received a replacement battery charger/modem.